Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal right coronary artery. A 3.0x16mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, when the physician was about to deploy the stent, the physician pulled the catheter back and the stent was dislodged hanging out of the aorta. The dislodged stent was found in the in the distal popliteal artery in the leg. The physician was able to wire the stent and advanced another balloon catheter and dilated the stent in the leg. The procedure was completed with another promus stent. No patient complications were reported and patient's status was fine.